Event description:
It was reported to boston scientific corporation on that an advanix rx preloaded biliary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the week of (B)(6), 2011. The exact event date is unknown. According to the complainant, during the procedure, the stent would not deploy. The entire device was removed as a unit from the patient. It was confirmed no damage was noted to the device. The procedure was completed with another advanix rx preloaded biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the stent and push catheter to be torn, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. The patient was reported to be over 18 years old. Event date is unknown, however it was reported the event occurred in the week of (B)(6), 2011. The delivery system and stent were returned for evaluation with the stent detached from the delivery system. The suture was found detached from the push catheter and was not returned. Visual evaluation of the device revealed the proximal stent barb and tip of the stent to be torn. The suture hole of the push catheter was found slightly torn. The proximal end of the push catheter was also found torn, exposing the pullwire. The exposed pullwire was found kinked and the pull wire cap was found detached. The pull wire proximal tip was bent indicating the cap was attached during manufacturing. The pull wire was pushed to extend the guide catheter. Visual examination of the guide catheter revealed residue at the proximal end where the suture connects to the stent and at the distal end. The guide catheter was found stretched and multiple kinks (suture impressions) were noted at the distal tip, indicating the suture may have embedded inside the guide catheter during attempted deployment likely due to procedural or anatomical factors encountered during the procedure (such as tortuous anatomy). The residue found during evaluation was determined to be adhesive applied to the device during manufacturing. It is possible that this excess adhesive caused the push and guide catheters to be glued together, causing difficulty when attempting to deploy the stent, and leading to the noted damages. Therefore, the most probable root cause for this complaint is manufacturing related. An investigation is in progress to address the issue of excessive adhesive present on the device. A review of the device history record (DHR) was performed and no anomalies were noted.